Manufacturer narrative:
B7: added medical history. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6)07: (B)(6). Operative report. Preoperative diagnosis: abdominal wall ventral hernia. Operative findings: the patient moderately obese, had an abdominal wall ventral hernia in the midline above the umbilical area and the defect measured about 5 to 6 cm in diameter and laparoscopic mesh repair was carried out. The hernia contained a wall of omentum which was easily reduced. Postoperative diagnosis: abdominal wall ventral hernia. Operative procedure: abdominal wall ventral hernia repair laparoscopically with gore-tex dual mesh. Operative procedure: ¿with the patient under general anesthesia in the supine position, abdomen was prepped and draped in the usual manner. With veress needle pneumoperitoneum was carried out in the right upper quadrant and a 5 mm trocar was introduced through which a 5 mm scope was introduced. Under direct laparoscopic view additional 10 mm trocar and two 5 mm trocar along the left flank were introduced. The hernia defect containing omentum was identified. This was gradually reduced by lysing the adhesions. The hernia defect was then clearly visualized and measured. A dual mesh gore-tex graft was introduced. Four corners were anchored with gortex sutures which were pulled up through a small incision. The periphery of the mesh was anchored with protech metallic staples. An additional gortex suture was also placed along the left edge of the mesh. The mesh was sitting well in place. The abdominal contents were inspected and there was no bleeding or any abdominal fluid seen. All the trocars were removed after pneumoperitoneum was reduced. The trocar sites were all closed with 5-0 chromic sutures. The needle sites were closed with indermil skin glue. Steri-strip, dressings were applied. The patient tolerated the procedure well, left the operating room in good condition.¿ (B)(6)07: (B)(6). Implant record. Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp04. Lot batch code: 04417503. W.l gore & associates. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/04417503) was implanted during the procedure. (B)(6)07: missing records: there are no records provided regarding the implant from (B)(6)07 through (B)(6)11. Records between (B)(6)07 and (B)(6)11 were not provided. (B)(6)11: (B)(6). Operative report. Preoperative diagnosis: recurrent ventral hernia. Postoperative diagnosis: recurrent ventral hernia. Procedure: repair of recurrent ventral hernia with polypropylene prosthesis (xl perfix plug). Indication: the patient had a laparoscopic repair of ventral hernia in the past elsewhere. In the past year, he has had at least 1 episode of what appears to be strangulation of transverse colon within a recurrence of the hernia. At surgery today, the hernia defect was located at the cephalad end of the mesh in the midline. There was no strangulation of bowel but transverse colon was within the hernia sac. Description of procedure: ¿the patient was given general anesthesia. The abdomen was prepped and draped in the usual fashion. An upper midline incision was made over the palpable mass and carried down through subcutaneous tissue. The herniation was identified and the hernia dissected from the surrounding subcutaneous tissue down to the fascial defect. The caudal end of the defect was made up of the top edge of the previously placed mesh by laparoscopic repair. The hernia sac was carefully separated from its dense adherence to the mesh and then separated from surrounding fascia circumferentially. Omentum was separated from the overlying anterior abdominal wall and mesh beneath the defect. The defect appeared to be small enough to accommodate an extra large perfix plug which was placed into the defect and outer petals spread beneath the fascia. It should be noted that there was a considerable amount of reduced hernia sac and fatty tissue to separate the mesh from the underlying bowel. The mesh was secured in place suturing the inner petals of the plug to the superior aspect ot [sic] the previously placed laparoscopic mesh with nonabsorbable 2-0 nylon suture. This was continued around circumferentially with inner petals to the overlying fascial defect laterally and superiorly. The subcutaneous tissue was approximated with 3-0 dexon. The skin was closed with staples. Dry sterile dressings were applied over steri-strips. The patient tolerated the procedure well and left the operating room in good condition. There is no mention of gore device removal in the records. (B)(6)11: bridgeport hospital yale new haven health. Progress notes. Implant sticker. Bard mesh perfix plug. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated investigation conclusions: ; d17: appropriate code/term not available for ¿withdrawn complaint.¿ h6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected, and ¿withdrawn.¿ previous patient codes (1695, 2422) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span (B)(6) 2007 through (B)(6) 2011 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Medical records from (B)(6) 2007 through (B)(6) 2011 were not provided. Patient information: medical history: obesity: (B)(6) 2011: 248 lbs. Smoker: gastroesophageal reflux disease [gerd]. (B)(6) 2010: motor vehicle accident. Surgical procedures: (B)(6) 2007: abdominal wall ventral hernia repair laparoscopically with gore-tex dual mesh. Lysis of adhesions. Implant: gore® dualmesh® plus biomaterial. (B)(6) 2011: repair of recurrent ventral hernia with polypropylene prosthesis. Repair of recurrent ventral hernia with polypropylene prosthesis. Implant: bard perfix plug. Implant preoperative complaints: [none provided]. Implant procedure: abdominal wall ventral hernia repair laparoscopically with ¿gore-tex dual mesh.¿ [implant: gore® dualmesh® plus biomaterial, 1dlmcp04/04417503, 15cm x 19cm x 1mm thick, oval.]. Implant date: (B)(6) 2007: description of hernia being treated: ¿the patient moderately obese, had an abdominal wall ventral hernia in the midline above the umbilical area and the defect measured about 5 to 6 cm in diameter and laparoscopic mesh repair was carried out.¿ implant size and fixation: ¿with the patient under general anesthesia in the supine position, abdomen was prepped and draped in the usual manner. With veress needle pneumoperitoneum was carried out in the right upper quadrant and a 5 mm trocar was introduced through which a 5 mm scope was introduced. Under direct laparoscopic view additional 10 mm trocar and two 5 mm trocar along the left flank were introduced. The hernia defect containing omentum was identified. This was gradually reduced by lysing the adhesions. The hernia defect was then clearly visualized and measured. A dual mesh gore-tex graft was introduced. Four corners were anchored with gortex [sic] sutures which were pulled up through a small incision. The periphery of the mesh was anchored with protech [sic] metallic staples. An additional gortex [sic] suture was also placed along the left edge of the mesh. The mesh was sitting well in place. The abdominal contents were inspected and there was no bleeding or any abdominal fluid seen. All the trocars were removed after pneumoperitoneum was reduced. The trocar sites were all closed with 5-0 chromic sutures. The needle sites were closed with indermil skin glue. Steri-strip, dressings were applied. The patient tolerated the procedure well, left the operating room in good condition.¿ no post-operative records were provided. Revision preoperative complaints: (B)(6) 2011: indications: ¿the patient had a laparoscopic repair of ventral hernia in the past elsewhere. In the past year, he has had at least 1 episode of what appears to be strangulation of transverse colon within a recurrence of the hernia.¿ revision procedure: repair of recurrent ventral hernia with polypropylene prosthesis. Implant: bard perfix plug. Revision date: (B)(6) 2011: findings: ¿at surgery today, the hernia defect was located at the cephalad end of the mesh in the midline. There was no strangulation of bowel but transverse colon was within the hernia sac.¿ procedure: ¿an upper midline incision was made over the palpable mass and carried down through subcutaneous tissue. The herniation was identified and the hernia dissected from the surrounding subcutaneous tissue down to the fascial defect. The caudal end of the defect was made up of the top edge of the previously placed mesh by laparoscopic repair. The hernia sac was carefully separated from its dense adherence to the mesh and then separated from surrounding fascia circumferentially . Omentum was separated from the overlying anterior abdominal wall and mesh beneath the defect. The defect appeared to be small enough to accommodate an extra-large perfix plug which was placed into the defect and outer petals spread beneath the fascia. It should be noted that there was a considerable amount of reduced hernia sac and fatty tissue to separate the mesh from the underlying bowel. The mesh was secured in place suturing the inner petals of the plug to the superior aspect ot [sic] the previously placed laparoscopic mesh with nonabsorbable 2-0 nylon suture. This was continued around circumferentially with inner petals to the overlying fascial defect laterally and superiorly. The subcutaneous tissue was approximated with 3-0 dexon. The skin was closed with staples. Dry sterile dressings were applied over steri-strips. The patient tolerated the procedure well and left the operating room in good condition.¿ no post-operative records were provided. Conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 04417503. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). (B)(4). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2007, whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2011, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: strangulation of transverse colon, mesh removal, dense adhesions to mesh, additional surgery. Additional event specific information was not provided.